Event description:
It was reported that a message "no atrial lead check since reset" was observed. Testing on the atrial lead was performed at high outputs. It was also reported that the patient felt discomfort as a result of temporary high output atrial pacing parameters. The patient was comfortable with normal pacing outputs. The device is still in use. No further patient complications have been reported as a result of this event. The device was later explanted and replaced due to eri (elective replacement indicator).

Event description:
It was reported that a message "no atrial lead check since reset" was observed. Testing on the atrial lead was performed at high outputs. It was also reported that the patient felt discomfort as a result of temporary high output atrial pacing parameters. The patient was comfortable with normal pacing outputs. The device is still in use. No further patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.